Manufacturer narrative:
A vigilance report is indicated for this complaint. It was reported that a patient was implanted with two prodisc l implants on (B)(6) 2025. One and a half months after surgery the patient was still experiencing pain and it was found that the implants had subsided. The implanting surgeon wanted to monitor the patient but the patient made the decision to go to another surgeon to have the implants revised. A review of the dhrs found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implants were not returned following the removal surgery therefore no evaluation could be completed. Provided imaging confirmed the subsidence of the implants. There were no anomalies identified during the complaint investigation. The revision was completed due to implant subsidence which was causing patient pain. The submission is 4 of 6 devices involved in this event.

Event description:
A patient was implanted with two prodisc l implants on (B)(6) 2025. One and a half months after surgery the patient was still experiencing pain and it was found that the implants had subsided. The implanting surgeon wanted to monitor the patient but the patient made the decision to go to another surgeon to have the implants revised.